Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965103028041) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Two lots were obtained. The device history records (DHR) for the lots obtained through the ship history report (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "extension leg failure." No adverse trends were identified. Returned was a used catheter which was confirmed to have a hole in the arterial extension tube adjacent to the flat section of the hub, i.e., 90 degrees from the molded parting line. There is no indication that the crack in the extension tube was the result of the hub insert molding process or associated tooling. As a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testion to verify lumen patency. (B)(4).

Manufacturer narrative:
Although the used device has been returned to angiodynamics, the evaluation of the product has not been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))

Event description:
As reported, an indwelling bioflo dialysis catheter was removed due to cracks in the extension leg at the location of the hub. No patient injury or complications were reported. The used device has been returned to angiodynamics for evaluation.